Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from onepiece machining to welding to further enhance the device strength.

Event description:
During the surgery surgeon was performing an activity that required impacting a tibial tower # 6~# 7 (pn:9404-2903) onto the patient's tibia with a mallet. Three pins on the tibial tower instrument broke while being impacted. The broken pins were retrieved after removing the trial tray, using a tonsil forceps. The surgeon ensured no pieces were left in the patient's body by examining and comparing the retrieved pins to the instrument. There was no impact on the patient or procedure as the tibial tower had already completed its function and broken pins were retrieved while removing the tibial tower.